Event description:
It was reported that the customer's keypad was unresponsive. The customer's blood glucose level was not reported. He/she was advised to disconnect from the insulin pump and revert to back up plan. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.